Event description:
It was reported to philips that the device won't turn on. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. An evaluation was performed and the fse was unable to replicate the reported issue. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device won't turn on. There was no patient involvement.